Event description:
It was reported that there were high atrial and left ventricular (lv) thresholds. The atrial lead was capped and replaced with a new lead. The lv epicardial lead was reported to have chronically elevated thresholds and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2011; 4076-52 implantable pacing lead (B)(6) 2006. (B)(4).